Event description:
It was reported that pericardial effusion (pe), cardiac arrest, arrhythmia, and bleeding occurred. A left atrial appendage (laa) closure procedure was performed under general anesthesia with transesophageal echocardiography (tee) guidance. Baseline tee demonstrated a pre-existing pe measuring 5.7 mm. No change in the pe was noted during the procedure despite multiple interval checks. Transseptal puncture was performed with versacross radiofrequency (rf) pigtail wire in an anterior/mid position without complication. A watchman trusteer access sheath (was) was advanced, and a 24mm watchman flx pro closure device and delivery system (wds) was deployed in a windsock/chimney morphology laa. Final release criteria were met with 26 to 27% compression and no recaptures. Post-release imaging confirmed stable closure device position, appropriate seal, and no procedural change in the pe (measured 6.2 mm). Anticoagulation was reversed, and the case concluded at approximately 12:17 pm without intraprocedural complication. At approximately 16:35 pm, the physician reported that while in recovery the patient developed atrial fibrillation with rapid ventricular response, was cardioverted which caused the patient to go into pulseless electrical activity (pea) followed by cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated, and the patient was transported back to the catheterization laboratory, where pericardiocentesis was performed with removal of approximately 800 ml of blood. The physician began extracorporeal membrane oxygenation (ECMO), and the patient was transferred to the operating room. Open heart exploration confirmed no damage to the left atrium or laa, and the closure device remained in stable position. Further surgical exploration (exploratory laparotomy) identified splenic laceration attributed to CPR, and splenectomy was performed. The patient had then become more stable overnight and responding well to verbal commands yet remains hospitalized. There are plans for abdominal closure and ECMO decannulation. The issue remains ongoing.

Event description:
It was reported that pericardial effusion (pe), cardiac arrest, arrhythmia, and bleeding occurred. A left atrial appendage (laa) closure procedure was performed under general anesthesia with transesophageal echocardiography (tee) guidance. Baseline tee demonstrated a pre-existing pe measuring 5.7 mm. No change in the pe was noted during the procedure despite multiple interval checks. Transseptal puncture was performed with versacross radiofrequency (rf) pigtail wire in an anterior/mid position without complication. A watchman trusteer access sheath (was) was advanced, and a 24mm watchman flx pro closure device and delivery system (wds) was deployed in a windsock/chimney morphology laa. Final release criteria were met with 26 to 27% compression and no recaptures. Post-release imaging confirmed stable closure device position, appropriate seal, and no procedural change in the pe (measured 6.2 mm). Anticoagulation was reversed, and the case concluded at approximately 12:17 pm without intraprocedural complication. At approximately 16:35 pm, the physician reported that while in recovery the patient developed atrial fibrillation with rapid ventricular response, was cardioverted which caused the patient to go into pulseless electrical activity (pea) followed by cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated, and the patient was transported back to the catheterization laboratory, where pericardiocentesis was performed with removal of approximately 800 ml of blood. The physician began extracorporeal membrane oxygenation (ECMO), and the patient was transferred to the operating room. Open heart exploration confirmed no damage to the left atrium or laa, and the closure device remained in stable position. Further surgical exploration (exploratory laparotomy) identified splenic laceration attributed to CPR, and splenectomy was performed. The patient had then become more stable overnight and responding well to verbal commands yet remains hospitalized. There are plans for abdominal closure and ECMO decannulation. The issue remains ongoing. It was further reported the patient also had cardiac tamponade and hypotension, along with auto-transfusion as the patient had 4l of blood found in the peritoneal space that was given back, along with an extra 1 l of blood loss. The patient was transferred to the intensive care unit post exploratory laparotomy. The family wished to remove support at this time, and the patient expired.

Manufacturer narrative:
B2: outcome added: death. B5: information added. H1 type updated from serious injury to death. H6 patient codes added: low blood pressure/hypotension and cardiac tamponade. H6 impact codes added: death and blood transformation.

Manufacturer narrative:
B2: date of death added. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0037983588. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade, hypotension, bleeding (major hemorrhage) arrhythmia (cardiac arrest, laceration) (resuscitation, intensive care, additional surgery, surgical intervention, unexpected medical intervention, blood transfusion) and death. Risk review: a risk review was completed and confirmed that the events of pericardial effusion (pe) with cardiac tamponade, hypotension, bleeding (major hemorrhage) and arrhythmia (cardiac arrest, laceration) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that pericardial effusion (pe), cardiac arrest, arrhythmia, and bleeding occurred. A left atrial appendage (laa) closure procedure was performed under general anesthesia with transesophageal echocardiography (tee) guidance. Baseline tee demonstrated a pre-existing pe measuring 5.7 mm. No change in the pe was noted during the procedure despite multiple interval checks. Transseptal puncture was performed with versacross radiofrequency (rf) pigtail wire in an anterior/mid position without complication. A watchman trusteer access sheath (was) was advanced, and a 24mm watchman flx pro closure device and delivery system (wds) was deployed in a windsock/chimney morphology laa. Final release criteria were met with 26 to 27% compression and no recaptures. Post-release imaging confirmed stable closure device position, appropriate seal, and no procedural change in the pe (measured 6.2 mm). Anticoagulation was reversed, and the case concluded at approximately 12:17 pm without intraprocedural complication. At approximately 16:35 pm, the physician reported that while in recovery the patient developed atrial fibrillation with rapid ventricular response, was cardioverted which caused the patient to go into pulseless electrical activity (pea) followed by cardiac arrest. Cardiopulmonary resuscitation (CPR) was initiated, and the patient was transported back to the catheterization laboratory, where pericardiocentesis was performed with removal of approximately 800 ml of blood. The physician began extracorporeal membrane oxygenation (ECMO), and the patient was transferred to the operating room. Open heart exploration confirmed no damage to the left atrium or laa, and the closure device remained in stable position. Further surgical exploration (exploratory laparotomy) identified splenic laceration attributed to CPR, and splenectomy was performed. The patient had then become more stable overnight and responding well to verbal commands yet remains hospitalized. There are plans for abdominal closure and ECMO decannulation. The issue remains ongoing. It was further reported the patient also had cardiac tamponade and hypotension, along with auto-transfusion as the patient had 4l of blood found in the peritoneal space that was given back, along with an extra 1 l of blood loss. The patient was transferred to the intensive care unit post exploratory laparotomy. The family wished to remove support at this time, and the patient expired.